Manufacturer narrative:
(B)(4). Batch # p57a55. Device evaluation: the analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. In addition accessories were received. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how was the procedure completed? Were there any patient consequences? Was there any change in the post-operative care of the patient? If yes, please describe. Response: as mentioned in detail surgeon had to oversew the entire stapler line with the suture. There is no change in the post-operative care as such.

Event description:
It was reported that surgeon was doing miph procedure and when he fired the stapler there was some mucosa captured at 10 o¿clock to 2 o¿clock position and rest of the tissue was not stapled and when surgeon again aligned and tried to fire same stapler second time there was only a cut and no staple formation. It¿s the case of misfiring of stapler.